Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when the stent delivery system (sds) was removed from the hoop, the stent was dislodged off the balloon and was located on the distal tip of the device. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the dislodged stent. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and stent implant. There was no contrast visible. The stent implant was stationary on the balloon. The stent implant was pushed distally 1.3 cm. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. All of the measurements were oversized. These did not meet mfg criteria. Product performance engineering reviewed the incident info. Analysis of the returned sds noted blood on the balloon and on the stent. This may have resulted from handling of the device after the reported dislodgement. The stent implant was noted stationary on the still tightly folded balloon, albeit, pushed distally as reported; suggesting that the stent may have been moved during removal from packaging. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of mfg. Analysis of the returned device indicates presence of crimp marks on the balloon that were between the markers of the tightly folded balloon, which suggests that the stent implant was at least correctly crimped onto the balloon at the time of manufacturing. It is possible that the stent dislodged or moved during removal of the protective sheath. The protective sheath was not returned which may have aided in the investigation. The noted over-sized outer diameters of the stent implant suggest that the stent expanded during travel over the balloon as would be expected. It is also possible that the over-sized stent outer diameters may have originated from the mfg site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during mfg. It is unk when the stent outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unk, but there is no indication of a quality issue. A review of the lot history record did not indicate any non-conforming material reports. This MDR is considered closed by the product performance group.